Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer requested keystroke analysis for an infusion of amiodarone. It was found running at an unspecified incorrect rate. There was no information of patient involvement. On further follow up, the customer indicated that there was no malfunction of the device. Although additional details were requested none were provided by the customer.

Event description:
It was reported that the customer requested keystroke analysis for an infusion of amiodarone. It was found running at an unspecified incorrect rate. There was no information of patient involvement. On further follow up, the customer indicated that there was no malfunction of the device. Although additional details were requested none were provided by the customer.